Event description:
Patient arrived on ics recovery for an electrical cardioversion. Patient was placed on the hardwire monitor and was in atrial fibrillation. Patient was prepared for the cardioversion procedure and the philips heartstart xl defibrillator was at the bedside. The defibrillator was slaved into the philips mp2 monitor and defibrillator patches were attached to the patient as per procedure. The nurse anesthetist was at the bedside, the cardiologist was at the bedside and the manufacturer representative for the external temporary pacer equipment was at the bedside for the cardioversion procedure. The defibrillator was set in the synchronous mode, the cardiologist pushed the button to shock the patient and the shock was not delivered. All of the connections were checked and confirmed intact by multiple ics nurses and the physician. A second philips heartstart xl defibrillator was available on the unit and immediately brought to the bedside. The cardioversion procedure was completed and was successful utilizing the second defibrillator. The biomedical technician was called to the unit and arrived during the procedure. He was made aware of the equipment problem and immediately started troubleshooting the equipment. Following the cardioversion, the philips mp2 monitor screen went blank for approx 3 to 4 minutes. The patient was connected to the 12 lead EKG machine and the external temporary pacer equipment. The philips monitor display returned within 3-4 minutes and the patient was recovered as per protocol. Patient remained stable throughout the entire event.